Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and reimplantation is planned but has not taken place at the time of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site, exposing the receiver/stimulator. The patient was subsequently treated with topical antibiotics (specific date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.